Event description:
A customer reported multiple system messages were displayed during surgery, one of which indicated that the irrigation was unavailable/out of fluid even though the balanced salt solution (bss) bottle was almost full. Subsequently, the surgeon lost irrigation and aspiration functions. There was no patient injury but the surgeon stated he "lost the anterior chamber depth" due to the loss of irrigation. The system was rebooted, a new cassette was inserted, and the case was completed without further incident. There was a reported delay of approximately 10-15 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).